Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: fielder guidewire, run through ns. Guide cath: launcher ebu3.5 6fr. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, de novo, distal left anterior descending artery, the 2.0 x 15 mm xience alpine stent delivery system (sds) was advanced but could not cross the lesion. During removal of the sds, anatomical resistance was met. After removal, it was noted that the stent was flared. The patient was treated with a 2.0 x 12 mm xience alpine stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided.